Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Pump received with serial number label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose level was 178 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. Customer states that display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.